Event description:
Healthcare professional reported a lap-band system with a "leak in port." First noticed when "pt came in for adjustment and stated that [patient] had sudden loss of restriction. Checked volume at adjustment. After fill should have had 6.1 in band. At next adjustment, only 1.1 fluid found in band." The lap-band port was explanted and replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."